Manufacturer narrative:
Lot 177530: (B)(4) items manufactured and released on 14 march 2018. Expiration date: 2023-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, reference 01.29.201 (k112115). Lot 174685: (B)(4) items manufactured and released on 05 january 2018. Expiration date: 2022-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient for hip infection. Liner and head swap. The surgery was completed successfully.